Event description:
Low impedance was observed for a chronic tvl lead. The impedance dropped from 60 ohms to 20 ohms between follow-ups. Further testing measured the high voltage lead impedance as 24 and 10 ohms. The decision was made to remove the lead to prevent damage to the ICD.